Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing blood glucose level of less than 50 mg/dl to 55 mg/dl range which was treated with glucose tabs. The customer mentioned the sensor reading was trailing behind. The customer declined to troubleshoot. Customer was advised to check with their healthcare provider to determine the appropriate settings. The insulin pump was not replaced or returned for analysis.